Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was attempted and it failed. The receiver was observed to be perpetually rebooting. The receiver case was opened, u1 pcba was detached to retrieve the logs. The receiver data log was retrieved but there was no data within the investigation window for review. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was undetermined during log review. A probable cause could not be determined.